Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 4 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power to se 2367. The tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette. The tsr assisted the hp to clear alarms and advised to contact the registered nurse (rn). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.